Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and moisture damaged electronic assembly. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display did not return after insulin pump restart. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states that the battery cap and battery compartment did normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.